Event description:
It is reported that the patient's cardiac status at the time of the index procedure was stable angina. Two endeavor sprint rx drug-eluting stents (MFR# 2953200-2010-2122 & MFR# 2593200-2010-02123) were implanted (overlapping) at the prox lad. Post-procedure angiography revealed 0% residual stenosis and timi iii flow. Patient was asymptomatic at 30 day and 6 month follow ups. Patient had cardiac status of stable angina at 1 year follow up. Patient was asymptomatic at 1.5 year follow up. Patient had cardiac status of silent ischemia at 2 year follow up. Approximately 25 months after the index procedure, the patient presented to the emergency room with symptoms dyspnea, hypertension, pulmonary edema and raised troponin. An acute non stemi (mi) is reported to have occurred. It is reported that the target lesion was involved. Patient was taking aspirin 24 hours before the event. Angiography was carried out and a stent thrombosis of the study stent was shown. The angiography showed in-stent restenosis of the target lesion. Revascularization was carried out of the 2nd obtuse marginal using balloon only angioplasty. The mi, stent thrombosis and in-stent restenosis of the study stent events were all reported as life threatening, related to the study stent and related to the study procedure. The patient was asymptomatic at the 2.5 year follow-up.

Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction and stent thrombosis).

Event description:
It has now been confirmed that the 1st obtuse marginal was treated during the index procedure, not lad as previously reported. The stent thrombosis was confirmed to have been reported in error. The 1st obtuse and 3rd obtuse marginal was also treated during the revascularization which occurred approximately 2 years and 1 month post the index procedure, due to restenosis after ptca. This event was reported to be related to the study stent. The patient had stable angina at the 3 year follow up. Approximately 3 years and 10 months post the index procedure, the patient suffered an acute stemi and was treated by pci where the riva and rca was stented with a good result. The target lesion was not involved. However, 1 day post the mi, the patient died due to cardiogenic shock. Investigator indicated that the event was not related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (mi <(>&<)> death). (B)(4).

Event description:
The investigator assessed that the patient death was not related to the study stent.